Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 38 of 40 devices were returned for evaluation. 2 devices will not be returned for evaluation. Evaluation of ten devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. The device had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of ten devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of nine devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of four devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customer.

Event description:
This report summarizes 40 malfunction events where a midwest e pro 1:5 high speed contra angle attachment handpiece overheated. 30 events resulted in no injury. 10 events resulted in the patient being slightly burned with no intervention.